Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12nov2020.

Event description:
It was reported that the ventilator's navigation ring was defective. There was no patient involvement. The unit was sent in for bench repair. The service technician inspected the device and confirmed the issue. The service technician replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.